Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "- operation manual includes the detection way at chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of forceps elevator not going up or down were not confirmed. In addition, plastic distal end cover had dents and scratches. The bending section cover glue was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope forceps elevator would not go up or down using the handle for maneuvering. The event occurred during reprocessing. There was no report of patient involvement or harm associated with this event.